Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the patient's left (os) eye. The lens was explanted two days later, due to excessive vaulting and elevated iop. A iridectomy was performed. See MFR report # 2023826-2009-00738 for the right eye.